Manufacturer narrative:
(B)(4). Device 1: sn (B)(4), date of manufacture: november 06 2016. Device 2: sn (B)(4), date of manufacture: november 06 2016. Device 3: sn (B)(4), date of manufacture: november 06 2016. Device 4: sn (B)(4), date of manufacture: november 06 2016. Device 5: sn (B)(4), date of manufacture: november 06 2016. The complaint rd900 neopuff infant resuscitators are currently at our regional office in the us. We are obtaining further information to determine if fph's product caused or contributed to the reported event. We will send a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that five rd900 neopuff infant resuscitators needed calibration and had a damaged enclosure. It was reported that three of the devices had a broken gas inlet. A service of the devices was requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device 1: sn (B)(4), date of manufacture: november 06 2006, device 2: sn (B)(4), date of manufacture: november 06 2006, device 3: sn (B)(4), date of manufacture: november 06 2006, device 4: sn (B)(4), date of manufacture: november 06 2006, device 5: sn (B)(4), date of manufacture: november 06 2006. Method: the complaint rd900 neopuff infant resuscitators were returned to our us service center for servicing and the complaint manometers of all five devices were returned to fisher & paykel healthcare where they were fitted into a known good valve system and tested according to the neopuff technical manual. Our investigation is thus based on our testing and the information provided by the us service center. Results: information provided by the us service center revealed that all five devices had damaged enclosures. Additionally device 3 and device 4 were found to have a cracked inlet port. Performance testing of the devices revealed that the manometers of all five devices were out of specification. A lot check revealed two other complaint devices for broken/damaged ports for lot 061106. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff infant resuscitator units are visually inspected and performance tested before leaving the production line and those that fail are rejected. The physical damage observed was most likely due to impact to the subject neopuff unit. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The five neopuff complaint devices have been destroyed.

Event description:
A hospital in (B)(6) reported that five rd900 neopuff infant resuscitators needed calibration and had a damaged enclosure. It was reported that three of the devices had a broken gas inlet. A service of the devices was requested. No patient consequence was reported.